Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that lead noise could be seen though the pacing system analyzer. Multiple positions and cables were attempted, which still had noise. The lead was not used and was replaced with another lead. The patient was discharged.

Event description:
New information received on (B)(6) 2018, indicates that there was oversensing on the lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.